Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the locking collar is observed to be separated from the tip. The extension set are supplied to bd and they have been made aware of this issue for root cause determination. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The item being used by the customer if our bd q-syte tri-extension set 15cm. The xxxx nurse who used the said item was able to insert a pivc and will connect an extension set to the pivc before attaching the tubing attached to the fluid. Unfortunately, when it was already attached to the patient, they noticed that the fluid was already leaking and upon inspection the luer lock of the extension tubing was already detached from the pivc. This incident happened twice in the same day with the same batch of device used. When they reported to the csr, the csr immediately notify our distributor and visited and was able to actually see that the luer lock can be easily detached from the extension tubings. Then our distributor notified as soon as they received the complaint.